Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. The patient was re-admitted due to bleeding. Treatment for the bleeding was not specified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se device did not work. Manual compression was applied to achieve hemostasis. The patient was re-admitted due to bleeding. Treatment for the bleeding was not specified. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.